Event description:
It was reported that the patient experienced pain in her hips following implant of an implantable neurostimulator (ins). The ins had not been turned on for the last 2-6 months because the device "caused more pain that it helped." The patient was now unable to feel any stimulation sensation with the device on and could not recharge the device, indicating an overdischarge. It was also noted that the patient was told one of the leads was "disconnected." Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID (B)(4), serial# (B)(4), implanted: 2010 (B)(6), explanted: na, product type: lead, product ID (B)(4), serial# (B)(4), implanted: 2010 (B)(6), explanted: na, product type: lead, product ID (B)(4), serial# (B)(4), product type: recharger, product ID (B)(4), serial# (B)(4), product type: programmer, patient. (B)(4).